Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a burnt fuse box inlet. Additional evaluation findings are as follows: front panel blinking due to filter turret failure; diaphragm unit failure; lens filter failure; mesh turret failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report of a "parts issue." Upon inspection and testing of the returned device, it was found that the ac power inlet was burned. This report is submitted due to the ac power inlet burned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since this product has been in use for about 14 years since the date of installation, it was assumed that the load on the chassis has caused the fuse box to be burnt due to long-term use. The root cause of the fuse box burnout could not be determined. Olympus will continue to monitor field performance for this device.